Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous artery. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was in good condition.